Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator for non-malignant pain and other chronic/intract pain. It was reported that the patient has been trying to charge their implantable neurostimulator (ins) for the past 3 days but unable to get coupling boxes filled in. The recharger was turning itself off. Patient reported difficulty recharging and that it was taking too long. Additional information received on (B)(6) 2016 from the patient reported that they had a revision performed due to the coupling issues with ins along with that ¿it was not fitting right¿ and it caused them pain. The revision took place on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep). It was reported that patient had pocket revision in (B)(6) 2016 due to ins tilting and moving around due to patient weight loss. No further patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep). It was reported that the account was made knowledgeable of this and the rep was notified of the cause. The device had nothing to do with the patient's weight loss. No issue involved manufacture products. No further patient symptoms or complications were reported in this event.